Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. Customer facility phone number: (B)(6).company representative phone number: (B)(6).

Event description:
It was reported that during the use of the product, the maintenance indicator turned on. No patient injury or complications were reported in relation to this event.